Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product(s): a 4965-50 lead, implanted (B)(6) 2018, a voluntary medwatch form 3500/3500b was received. User facility -(B)(4), uf/importer report number: (B)(4). Date user facility became aware of event: unknown. Type of report: initial. Date of this report: jun 2018. Location where event occurred: hospital. Report sent to manufacturer: yes. Manufacturer name and address: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the cardiac resynchronization therapy defibrillator (crt-d) system, defibrillation testing was unsuccessful. The patient then required external defibrillation. The right ventricular lead was repositioned and defibrillation testing was again unsuccessful. The patient was transferred to the intensive care unit. The patient continued to have ventricular fibrillation which was treated with medications and external defibrillation with plans to retest at a later date. However, the patient passed away two days later. The cause of death was requested and not available.